Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient had an office visit on (B)(6)2019. There was no report of any complaint which shows that the patient benefited from intensity adjustment. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient came home from the hospital the day following implant, and took the train home. The train was jerking the patient around and they hurt themselves getting in and out of the cab. After that, the patient wasn't feeling stimulation anymore and began noticing wetting that night. The wetting continued the following day. The patient tried connecting the patient programmer to the ins, but said they couldn't get it to show the check mark. The patient had access to the patient programmer at the time of the call to the manufacturer's patient services. It was noted that the patient had bandages, but after repositioning the antenna they were able to connect to the ins. The programmer showed that stimulation was on and was set to program 1 at 0.90 volts. The patient had the ability to change programs and/or adjust stimulation, and the patient increased stimulation to the desired setting. It was noted that troubleshooting was needed for patient education and that the patient was trained while under the effects of anesthesia. Additional information was received from a manufacturer representative (rep). The serial number of the ins was provided. It was noted that the managing physician's office had not received any calls from the patient in this regard. The patient would be visited in six weeks for normal surgery follow-up.